Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer received emergency medical assistance due to low blood glucose on september 24, 2019 with blood glucose of 38 mg/dl at the time of the incident. The customer was also having highs of up to 380 mg/dl. The customer was given glucose tablets and intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer was not using sensors due to transmitter issues. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.